Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Nexgen cr highly crosslinked art surface, catalogue # 00595204012 lot # 62334123; nexgen complete stemmed tibial component, catalogue # 00598004701 lot # 62727982; miller galante unicompartmental headed screw, catalogue # 00579104100 lot # 62822212.

Event description:
It is reported that the patient underwent revision to a total knee arthroplasty due to pain.